Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer¿s blood glucose was 50 mg/dl and was addressed with carbohydrates. Cause of low bg was due to customer¿s digestion speed issues. Reportedly, customer is consulting with healthcare provider to determine correct balance for timing meal boluses.